Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was attempted to be implanted but not used due to the torque wrench not engaging with the setscrew. The device was removed from implant and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analysis was performed with no anomalies found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.